Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. (B)(4). He returned tria ureteral stent was analyzed, and a visual evaluation noted that the stent was found with the shaft middle section detached/separated. The suture hole and the proximal tip were found torn and the suture string returned was cut and unloaded from the device and the positioner was not returned for the analysis. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, the problems found were issues that could have been generated by the user or due to the interacting/handling/manipulation of the device with the suture string and with other devices. Therefore, adverse event related to procedure is selected as the most probabale root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used during a procedure in the ureter, performed on an unknown date. During preparation, it was noticed that the stent shaft was broken. Another tria ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.